Event description:
Journal reference: scheepens wa, van koeveringe ga, de bie ra, weil eh, van kerrebroeck pe. Long-term efficacy and safety results of the two-stage implantation technique in sacral neuromodulation. Bju int. Dec 2002;90(9):840-845. To assess the long-term efficacy and safety of two-stage sacral neuromodulation with an implantable pulse generator (ipg) in pts treated for urinary urge incontinence (ui) and/or urinary retention (ur). This procedure was undertaken in those pts who had failed during the usual pne test criteria, but in whom success was anticipated because of good objective variables in the acute phase of testing or the first 2-3 days of the sub chronic phase. Reportable event: adverse bowel function was reported with one pt, surgery was required to replace the lead. See MFR report # 2182207200807883.

Manufacturer narrative:
See scanned pages.